Event description:
It was reported that a renasys device would not charge whilst plugged into the main power supply. The customer replaced the renasys device with a backup device and continued the therapy.